Event description:
Patient sustained burns with blistering to her vagina. Device is used to treat excessive menstrual bleeding by instilling heated saline into the uterine cavity. It is believed that some of the hot fluid leaked into the vagina (from the uterus) causing the burns. Dates of use: (B)(6) 2010. Diagnosis or reason for use: excessive menstrual bleeding.